Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: four (4) photos of the backend of the device handle were received. A break is visible on the back end of the screw gear distal to the back-end wheel. Two (2) of the photos capture the back-end wheel partially forward on the screw gear. Two (2) photos capture the wheel fully back in the starting position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff was implanted in a patient for the endovascular treatment of a type ia endoleak in a previously implanted talent stent graft system (implanted approximately 12 years previous). It was reported during the index procedure the aortic cuff was deployed successfully with resolution of the endoleak confirmed however during tip capture release the back end screw gear broke. The broken back-end did not impact the successful deployment of the aortic cuff. Per the physician the cause of the is undetermined. No additional clinical sequelae were reported and the patient is fine.